Event description:
The customer reported that his insulin pump was resetting the time whenever he would change out the battery. The customer's blood glucose was not known. Alarms were found in the insulin pump history. The customer stated that a temporary basal had not been programmed before the unexpected restart alarm occurred. The insulin pump was not stored or not in use for an extended period of time. The alarm occurred shortly after inserting a new battery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.